Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were high, out-of-range shock lead impedance measurements on this cardiac resynchronization therapy defibrillator (crt-d). The right ventricular (rv) lead was explanted. This device was explanted due to a therapy upgrade. No adverse patient effects were reported.